Manufacturer narrative:
The insulin pump passed the self test. However, pump received an immediate restart during rewind followed by a insulin pump error alarm due to moisture damage found on the electronic assembly. Unable to perform operating current and the displacement test or verify pump error alarm and failed battery alarm due to pump error alarm. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarms. Insulin pump had low battery and no battery error. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump did pass self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.